Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 5 unopened pouches. There are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed. All packs received are tight. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. Tested the linear pull tensile strength of the samples received and the results are within specification. We have checked the batch mfg record and this product had a normal process and the results during the in process controls fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). The thread broke multiple times. Strong bleeding and risks of loosing the uterus were possible. The reported event includes 3 types of sutures with 4 different lot numbers. A separate form is being filed on each as the info provided does not indicate if all sutures were from one event, or multiple events with same description occurred. Other 3 are: 2916714-2014-00252/ 2916714-2014-00253 / 2916714-2014-00254.